Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product ID and description of specific handle and adapter used with the reload was provided by the account.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the knife blade stopped moving when it was a little less than halfway across the tissue. The surgeon waited a little while before trying to fire again, but the knife blade was unable to advance. To correct the condition, the surgeon retracted the knife blade and opened the jaws. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) endo gia* tri-staple rr 60mm et reload. Visual inspection of the staple cartridge noted that the reload was partially fired to the 4.5 cm cut line and the anvil clamping mechanism was deformed. The photos show an incomplete staple line during the procedure. During functional evaluation, the reload tested satisfactorily. Replication of the partial firing condition and deformed anvil clamping mechanism occurs when the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. This may occur due to application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.